Manufacturer narrative:
The cs25 stapler was visually examined and functionally tested. There was no damage evident, and the device gave evidence of having produced normal staples and normal transection. When reloaded with staples and fired, the cs25 produced properly formed staples and complete transection of the test medium. The root cause of the alleged malfunction could not be ascertained.

Event description:
After a cs25 stapler had been fired in a subtotal gastrectomy procedure, it was observed that the tissue had been only partially transected. The 3-4mm of uncut tissue was removed by cautery, and manual suturing was subsequently used to close up that section of tissue.